Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature elective replacement indicator was observed. The device was explanted and replaced. The patient had no issues or complications.